Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with current blood glucose of 538 mg/dl. Customer experienced symptoms related to high blood glucose was urination and kept throwing up. The customer was not wearing the insulin pump during 48 hours of the hospitalization. The customer also reported that the insulin pump had no delivery alarm. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.